Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery intermittently depleted quickly. Additionally, the pump was intermittently warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the reported events. The customer¿s blood glucose was 196 mg/dl. Multiple attempts were made to follow up with the customer on the reported issues; however, no response from the customer was received.